Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 22ga 1-1/4in lax had a poor seal on the container. This was discovered before use. The following information was provided by the initial reporter: 15 needles with poorly sealed primary container. 14 needles with foreign particles inside the primary container.

Manufacturer narrative:
H.6. Investigation summary: photos received for investigation. Five samples observed with package seal integrity and nine with foreign matter. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for seal integrity, failure in the sealing system. For foreign matter, mishandling of ink and ink spill. There were ink spill in which the film chains were affected in which the ink when drying caused dirt similar to that reported. Corrective action for seal integrity, improvements were made to the sealing process due to similar sealing problems detected during the packaging process, the batch reported was manufactured prior to the closing of improvements. For foreign matter, during these events the film chains were lowered and cleaned, in addition, this cleaning process was added to the semi-annual maintenance plan of the equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that needle 22ga 1-1/4in lax had a poor seal on the container. This was discovered before use. The following information was provided by the initial reporter: 15 needles with poorly sealed primary container. 14 needles with foreign particles inside the primary container.